Event description:
It was reported that the patient experienced dizziness. There was an alert triggered on the right ventricular (rv) lead for low impedance. It was further reported that the rv lead was oversensing. The lead was reprogrammed and subsequently capped and replaced the same day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2008.(B)(4).